Event description:
Pt revised due to loosening of tibial and femoral components, found polyethylene wear.

Manufacturer narrative:
Examination was not possible as no product was returned. The exact root cause is undetermined, but the pt's occupation and activity level may have been a contributing factor. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.